Event description:
Had an anal fistula, and a seaton was in place and felt better. Md said there was another procedure that had to be done to close the fistula. That was the surgesis plug and it was placed. Within 24 hours developed swelling, redness, pain, body aches, fever. It was a nightmare and it still is. Now, in too much pain to move etc.